Manufacturer narrative:
The reported events of high pacing impedance and high capture thresholds were not confirmed. A partial lead was returned for analysis in one segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that high pacing impedance and high capture thresholds were noted on the right ventricular lead. The physician elected to explant and replace the rv lead. The patient condition was stable.